Event description:
Healthcare professional reported after injection with one syringe of juvederm ultra xc in the lips, crows feet, and corner of the eyes, pt experienced an allergic reaction involving "huge swelling of the upper lip two days after injection, redness around the injection sites at the crows feet, and swollen eyes a week after injection." Treatment provided included prednisone, zyrtec, and a kenalog injection. Symptoms resolved after one week of treatment; however, when steroid was discontinued, the symptoms recurred with "swelling and hard upper lip." Pt has been prescribed another round of "steroids." Symptoms ongoing at this time.

Manufacturer narrative:
(B)(4). Device labeling. Adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration and bruising. Postmarket surveillance: adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticaria, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar.